Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID/case# is (B)(6). Not applicable for non-union. Plate- additional device product code: hwc. Unknown screws: common name--screw, fixation, bone. Device product code-hwc. Five locking screws, partial part number 212.1 (lot number unknown) and four cortex screws, partial part number 204.8 (lot number unknown) are also addressed under this complaint. Since no product failure was alleged and lot numbers are unknown, no further investigation could be completed for these screws. Implant date was reported and unknown date in 2010. A device history record review was performed for the subject plate lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent original implant surgery on an unknown date in 2010 to treat highly comminuted segmental ulnar fractures. One locking compression plate (lcp) plate, five unknown locking screws and four unknown cortex screws were implanted. All fractures healed except one resulting in a non-union. The patient was revised with bone graft and another lcp plate on (B)(6) 2015. The original hardware was explanted during the revision surgery. There was no surgical delay and procedure completed successfully. The patient condition was reported as ¿fine.¿ this report is 1 of 1 for (B)(4).